Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is the repair tech for his company, so he has no user history. He states the power switch was causing no alarms.